Event description:
Patient's meter would not power on. Patient explained that the last reading obtained prior to the meter having the power issue was a "142 mg/dl". They and family attempted to change the batteries, however, the meter would not power on. They had been unable to test and had been feeling "real sick" and as though all of their "fluids had been gone". Patient's family called 911 and when the emt arrived they obtained a "32 mg/dl" (time unknown). Patient was administered glucose IV and taken to the ER. Patient could not recall any blood glucose readings from the ER, however, they were tested, treated, and released the same evening. Patient stated that they take 25 units of 75/25 in the morning and 25 units in the afternoon. Patient could not answer if they were prescribed a set amount or sliding scale regimen. Questions had to be repeated several times before patient was able to answer. Patient was unable to provide more specific details because they could not recall anything. The customer service representative walked patient through checking that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). The meter was replaced due to an unresolved power issue.